Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the ethernet cable was replaced during a system checkout to restore functionality. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735843, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the camera had a loose connection. There was no patient present. Additional information received reported that the camera did not have proper functionality until the ethernet cable was replaced. After the replacement the camera worked smoothly, again.